Manufacturer narrative:
On 12/13/19, the inspection on the photos was completed. Investigation summary: upon visual inspection of the pictures, two devices were observed. One of them is observed with no apparent damage, and the other one looks empty. However, since the photos of the devices do not specify the side and lot number, it is not possible to identify which device corresponds to the right side and which to the left side. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a revision breast augmentation with a 475cc mentor smooth round moderate plus profile and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with two 375cc mentor memorygel breast implants (catalog #:3503754bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.